Event description:
Additional information: it is stated that "when inserting the IV the IV leaded in causing blood exposure when flushed." To ensure that we capture the information to meet our regulatory reporting requirements, please answer the below questions: what type of exposure occurred? Direct blood exposure to the employee was the hcp wearing ppe (gloves)? Yes was there any exposure to mucous membranes or open skin? No if yes, did the hcp require medical treatment? N/a if yes, what treatment was required? N/a.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 22ga nexiva unit from lot: 4030914 was provided for investigation. A microscopic examination revealed that the septum was not seated properly, which resulted in a leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva blood leaked during flush. The following information was provided by the initial reporter: issue: when inserting the IV the IV leaded in causing blood exposure when flushed. Patient consequence- IV device has to be removed and new IV site obtained caused extra stick to patient. Date of event: 08/29/2024.